Manufacturer narrative:
Terumo cardiovascular systems corporation has received the actual device for evaluation; however, the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete and/or more information becomes available. (B)(4). Conclusion not yet available-evaluation in progress. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems that a fracture was found during setup on the inside bottom of the oxygenator near the white membrane. The device was changed out and the procedure was completed successfully without delay. No patient involvement as this occurred during setup.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, the event was confirmed. The actual sample was visually inspected and revealed that the entire blood outlet port was broken off, including the thermistor and quick disconnect. The gas outlet port was also dented. No other damage was found on the heox or reservoir. A retention sample from the same lot was visually inspected and no anomalies were found that would contribute to the reported complaint. A review of the device history record revealed no anomalies. A definitive root cause could not be determined but has been attributed to shock force sustained by the device while outside of the shipping container. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.